Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was giving inaccurate control high results. This medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that he had obtained a result of 237 mg/dl on the subject meter. He was asymptomatic at that time. The control solution test performed by the patient failed high with a result of 239 mg/dl outside the range of 95-129 mg/dl. The patient administered self-treatment (n and r insulin 36 units). He also mentioned experiencing symptoms of being nervous and sweaty after the reported issue started. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). However, it was discovered that the test strips were expired (use error). This complaint is being reported because although diabetes treatment is not to be based on control solution results, the patient stated that he administered insulin after the alleged issue began and he obtained the failed control solution tests. He then allegedly developed symptoms suggestive of hypoglycemia. The test strip used during the alleged failed control solution test was expired. Replacement products were sent to the lay user/patient.